Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 100 rpm (revolutions per minute). No patient has been involved when the failure occurred. Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow displays the error message "head error". No patient has been involved when the failure occurred. In addition the supplier emtec found the "closing assy to be missing" and the "hydraulik pin of the holder was missing". The failures were found during the repair of the rotaflow drive. No harm to any person occurred. On 2022-05-06 emtec was able to reproduce the reported failure and the root cause was determined as misuse of the device, which led to damaged electronics of the rotaflow drive. In addition it was found that the closing assy and the hydraulik pin were missing. All parts have been replaced and oil was added to the rotaflow drive (rfd) holder. Aftet the replacement the device is working as intended. After functional test at getinge service department on 2022-05-17 the device was sent back to the user. Based on these investigation results the reported failure could be confirmed. The following most possible root cause could be determined for the head error:   1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. An investigation of a rotaflow system that exhibited a similar issue "closing assy broken" was performed in getinge life cycle engineering on 2016-11-02. Most probable root causes could be determined: - too excessive force; - weakening due to manufacturing errors (air inclusions). The missing pin can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail due to mechanical influences, e.g.: 1. Falling of rotaflow system (broken holder, user routine violence); 2. Collision with environment during patient transport; 3. Loosening of fastening (wrong installation, aging). The product in question was produced in 2019-11-28. The review of the non-conformities has been performed on 2022-05-17 for the period of 2019-11-28 to 2022-01-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).